Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not powering on was not confirmed. The returned power module (serial number (B)(6)) was received at the european distribution center. The unit was functionally tested and was found to power on and perform as intended throughout all testing. Preventive maintenance was performed, and the serviced and tested power module was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 21feb2012. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes a functional test of the unit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was defective.